Event description:
Stiff guidewire got stuck / abnormal movement during device deployment: when the delivery system was inserted into the artery over the super stiff guidewire (boston scientific), the delivery system became stuck due to severe resistance between the guidewire and the delivery system and stopped advancing. The delivery system was removed from the patient and the guidewire was replaced with a lunderquist guide wire. When the delivery system was re-inserted over the replaced guidewire, the delivery system became stuck again due to interference with the guidewire and difficult to be advanced partway, however, after a while, the delivery system was able be advanced. During deployment of the main bifurcated stent-graft, rotation of the gray turn knob caused the stent-graft to rise abnormally upward. The following operations and movements were repeated until the fourth stent from the proximal end was deployed. Rotate the gray turn knob - the stent-graft expanded and rose - pull back the entire delivery system [?]rotate the gray turn knob - the stent-graft expanded and rose [?] Pull back the entire delivery system finally the stent-graft was placed as intended and the procedure was completed successfully. However, the movement of the stent-graft during deployment was obviously unusual and abnormal. Operation type: evar. Blood loss: unknown. (Tc#bm (B)(4)). Patient outcome - "no health damage to the patient.".

Event description:
Stiff guidewire got stuck / abnormal movement during device deployment: when the delivery system was inserted into the artery over the super stiff guidewire (boston scientific), the delivery system became stuck due to severe resistance between the guidewire and the delivery system and stopped advancing. The delivery system was removed from the patient and the guidewire was replaced with a lunderquist guide wire. When the delivery system was re-inserted over the replaced guidewire, the delivery system became stuck again due to interference with the guidewire and difficult to be advanced partway; however, after a while, the delivery system was able be advanced. During deployment of the main bifurcated stent-graft, rotation of the gray turn knob caused the stent-graft to rise abnormally upward. The following operations and movements were repeated until the fourth stent from the proximal end was deployed. Rotate the gray turn knob; the stent-graft expanded and rose; pull back the entire delivery system [?]; rotate the gray turn knob; the stent-graft expanded and rose [?]; pull back the entire delivery system. Finally, the stent-graft was placed as intended and the procedure was completed successfully. However, the movement of the stent-graft during deployment was obviously unusual and abnormal. Operation type: evar. Blood loss: unknown. (Tc#: (B)(4)). Patient outcome: "no health damage to the patient."